Event description:
Customer originally called to report that the inform base was not working properly. Upon review by the manufacturer's investigation unit, it was found that the plastic around the connector pins on the base was melted, and the pins were charred. No adverse event reported. Requested return of the suspect device and replacement was sent.

Manufacturer narrative:
It is unknown if the initial reporter sent a report to the FDA.